Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer indicated they would recalibrate with another calibrator lot. The abbott customer technical advocate sent the customer new reagent and calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.